Event description:
1 reported false positive sofia sars result for 1 individual. It is unknown if individual was symptomatic or asymptomatic. Confirmation testing was done with pcr resulting negative. Additional pcr test was reported done resulting negative as well.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5096002/(B)(4).